Manufacturer narrative:
Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1995, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1995, product type: lead. (B)(4).

Event description:
It was reported that, when the patient had his spinal cord stimulator (scs) for pain approximately 25 years ago, it never helped him when he was walking around. When he lay down, his leg would "jump" off the bed, so it was stated that it never did him any good. It was reported that the patient still had the "wires" in his back, so he couldn't have an MRI. It was further reported that the patient was looking for a physician that deals with a pump and stimulator. It was stated that the patient was hesitant to get another stimulator. It was further reported that the patient had their drug pump removed due to infection. It was noted that during this explant procedure, the left over leads were also removed. It was noted that the patient's electrodes and wires were "disintegrating" in their back when they were removed.